Event description:
It was reported that during the implant procedure, the atrial lead dislodged. The lead was repositioned several times before the incision was closed. After the pocket closure, the lead was found to have again dislodged. The pocket was re-opened and the atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant. It was visually noted that the lead was returned with both conductors distorted at 13.5 cm. Therefore, the helix tests could not be performed at this time.